Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, implant registration card received from the hospital for on-x heart valve onxace-19 serial number (B)(4), states "patient expired." Additional information is pending.

Manufacturer narrative:
Multiple attempts to obtain additional information were made without success. The manufacturing records for the onxace-19, sn: (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. All affected lots were found to be dimensionally similar. A review of the available information was performed. The onxace-19, sn: (B)(4) was reported as implanted on (B)(6) 2017 in the aortic position of a female patient, age not given. The implant registration card contained a handwritten note that the patient had expired same day. No other clinical information was provided. Due to the lack of information, this would be classified as a sudden, unexplained death in which "the cause of death has not been determined by clinical investigation or autopsy findings and the relationship to the operated valve is undefined." [Akins 2008]. The historical incidence of operative mortality after aortic valve replacement is 4.00% [edwards 2001]. Meanwhile, the instructions for use (IFU) for the on-x aortic prosthetic valve note that death due to one or more complications is possible (IFU). We do not have enough information to determine what, if any, relationship the death on the same day as surgery has to do with the valve. Root cause for this event is unknown. No further action is required at this time.

Event description:
According to initial reports, implant registration card received from the hospital for on-x heart valve onxace-19 serial number: (B)(4), states "patient expired."